Event description:
It was reported that the log files captured a low voltage hazard event that occurred when the patient was on mobile power unit (mpu) and appeared there may have been a brief, several seconds, loss of power.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The mobile power unit (serial #: (B)(6)) was not returned for analysis. As a result, the complaint file will be closed with no further action. This analysis could not conclusively determine the root cause of the reported event. The device history records were reviewed and the records revealed the heartmate mobile power unit, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. (B)(6) was shipped to the customer on 20apr2020. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events associated with loss of external power were confirmed in the submitted heartmate ii lvas controller log file. The log file contained data spanning approximately 39+ days of events (B)(6) 2022 ¿ (B)(6) 2022, per timestamp). While the mpu was in use, no external power alarms were observed on (B)(6) 2022, and (B)(6) 2022. The events were cleared when external power was restored. The pump support was not affected, and the backup battery supported the system during these events. The battery capacity (rsoc) indicators and operating voltages corresponded to a loss of mpu output or a loss of ac power to the mpu. No other notable events regarding the mpu were observed. The mpu was not returned for analysis. As a result, the root cause of the no external power event could not be conclusively determined. Multiple requests were made to obtain additional information (including the serial number of the mpu if the mpu has a v-lock connector on the ac power cord if it is known if the power cord came loose from the wall or the back of the unit, or if any environmental circumstances would have affected ac power at the time of the event); however, no response was given. The mobile power unit was not returned for analysis. As a result, the complaint file will be closed with no further action. This analysis could not conclusively determine the root cause of the reported event. The serial number or other identifying information of the product was not reported and was not able to be determined during the investigation. Heartmate ii patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate ii instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the and no external power alarm conditions, low voltage alarm conditions, backup battery fault alarms and the actions to take if the alarms cannot be resolved. Heartmate ii patient handbook and heartmate ii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.